Event description:
The electrode is short circuited. The coating is damaged.

Manufacturer narrative:
(B)(4). The findings of the product analysis determined that the coating had likely been damaged due to excessive abrasion or contact with another instrument during coagulation, and there was a breach of the insulation at the distal end of the device. This damage most likely caused the short circuit. Based on the repair outcome and the repair history, the ¿most likely¿ cause of the event is operational context. Method: impedance testing. (B)(4).